Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion tubing damage issue on (B)(6) 2025. It was reported that tthe tubing was snapping off easily. The infusion set was in use for less than a day. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 3. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.